Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) failed to convert the patients ventricular tachycardia (vt)/ventricular fibrillation (vf), with available shock therapy exhausted. Subsequently a defibrillation threshold (dft) test was performed. Technical services (ts) was consulted and they discussed the physician may try reversed polarity for shock delivery. Patient has a left ventricular assist device (lvad) implanted, so they are protected. This crt-d remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) failed to convert the patients ventricular tachycardia (vt)/ventricular fibrillation (vf), with available shock therapy exhausted. Subsequently a defibrillation threshold (dft) test was performed. Technical services (ts) was consulted and they discussed the physician may try reversed polarity for shock delivery. Patient has a left ventricular assist device (lvad) implanted, so they are protected. This crt-d remains in service. No additional adverse patient effects were reported. The device has been returned for analysis and a analyzed. No information for the explant procedure has been received.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.